Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had a blank display. The customer¿s blood glucose level was 19.5 mmol/l at the time of the incident. The customer was assisted with troubleshooting and the display did not return. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit was not received stuck in manufacturing mode. Unit passed the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test and force sensor test. Unable to perform the displacement test and occlusion test due to missing retainer. Unit powered up properly after the test battery was installed. Unit then was programmed and monitored for 2 days. No blank display noted. Unit also had missing reservoir tube o-ring, broken reservoir tube lip, minor scratched display window, missing display window cover, cracked case at battery tube side, cracked battery tube threads, stained keypad overlay, pillowing keypad overlay, scratched case and a corroded battery tube.